Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection noted that no damages were observed on the device. A functional test was performed; the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester pressure decay test system and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Finally, a flow test was done; the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Event description:
It was reported that during the preparation of an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate was 60ml/min. An irrigation port occlusion/irrigation flow was insufficient. The force of the flow coming out from the irrigation port was clearly weak even when the purge button was fast forwarded when flushing. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate was 60ml/min. An irrigation port occlusion/irrigation flow was insufficient. The force of the flow coming out from the irrigation port was clearly weak even when the purge button was fast forwarded when flushing. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.